Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840006540, 510k #k113174 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation at l1-s2ai due to spinal canal stenosis. On an unknown date, post-op, l1 screw backed out. Hence, a revision surgery was scheduled to be performed on (B)(6) 2019 for removal of implants and for extending fusion to t9-t10-t11. There is no update whether the revision surgery has been performed or not.